Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that multiple intermittent unspecific alarms occurred. There was no reported impact to the customer's blood glucose level. Although requested, customer declined to provide additional formation.